Event description:
Healthcare professional reported a patient was injected with an unspecified juvederm ultra in the lips. The patient developed "occlusion" in the lips and was treated with "hyalase." Patient regain "vascular perfusion." Status of symptoms is not known at this time.

Manufacturer narrative:
Unique identifier (UDI)#: not applicable. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of occlusion is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.